Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had respiratory distress after pump implant. The event occurred during post-operation (post-op). Medical intervention was required. The patient was intubated, and the pump was placed in minimum rate by the physician. It was also reported that no pump or programming errors were found. It was reported 3 days after the date of report that the patient had received post-op pain medication in recovery and lack of oxygen for which the physician felt lead to the patient's depressed state. It was also reported at that time that the patient was currently "doing ok" and was looking to be discharged to her home. That reporter confirmed that there were no noted issues regarding the pump. It was further reported that the patient's status at the date of report was alive with no injury/no adverse event. It was reported that the pump remained implanted and in service. The device was used to deliver infumorph.